Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) was 326 mg/dl and was due to air bubbles in the tubing. The customer changed out the cartridge and the air bubbles were resolved.